Event description:
It was reported the pt is no longer receiving stimulation. The pt has not recharged or used the ipg in three months. It was also reported the charger and programmer can no longer communicate with the ipg. No further info is available at this time.

Manufacturer narrative:
(B)(4). This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.